Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and under-fill or low draw of a tube with blood. The gel air bubbles affected 228 devices. The underfill issue affected 3 devices. The following information was provided by the initial reporter. The customer stated: "before use, the tubes were found to have a gel air bubble and gel volume insufficient issue."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for airbubbles in the gel and low quantity of gel was observed. Additionally, 95 retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles and insufficient gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles and insufficient gel quantity. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel and under-fill or low draw of a tube with blood. The gel air bubbles affected 228 devices. The underfill issue affected 3 devices. The following information was provided by the initial reporter. The customer stated: "before use, the tubes were found to have a gel air bubble and gel volume insufficient issue."